Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an alarm generated when a power failure was detected (pump error 24). Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1805. The error table indicated that the pump should be replaced due to a recurrence of error or the pump failed the self-test. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Mmt-1805 was requested and the customer response was the device would be returned.

Manufacturer narrative:
P-cap was attached and locked into place properly. The pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to critical pump error (open book image) alarm. The pump was cut open to perform a visual inspection, and moisture damage was found at the force sensor trace and connector on pcba 1. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the [history files/traces] on (B)(6) 2025 09:06:08.000 due to moisture damage at the force sensor trace and on pcba 1, isolate to the electronic stack. Additionally, pump error 53 was also noted, with a file ID of 65535 and a line ID of 65535. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, and scratched case. In conclusion, the critical pump error (open book image) alarm was confirmed due to pump error 35. Pump error 35 alarm confirmed due to moisture damage at the force sensor trace on pcba 1, isolate to the electronic assembly. Pump error 24 was unconfirmed due to the absence of the error within the adapt history download files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.